Event description:
Ous MDR - after an implantation time of about 3 months, an excessive shock impedance was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.